Event description:
Ous MDR - there was oversensing of artifacts with two documented "self-limiting" vf episodes on (B)(6) 2015. An insulation defect was suspected. There were no shocks delivered. The patient had no symptoms, but x-rays showed suspected subclavian crush.

Manufacturer narrative:
The electrode is currently not available for analysis. A conclusion regarding the clinical observation can not be made at the time. The investigation will continue of new information becomes available.